Manufacturer narrative:
Additional information was received that what was meant with the ipg not working was that the battery was not holding a charge and was not giving stimulation to the patient.

Event description:
A report was received that the patient fell on the ipg and that the ipg was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient fell on the ipg and that the ipg was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was not functioning following a fall. The patient underwent an ipg replacement procedure. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient fell on the ipg and that the ipg was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.